Event description:
A customer reported that the pump battery was draining excessively. There was no adverse impact to the customer's blood glucose level. The customer decided not to pursue further troubleshooting and no additional corrective actions were initiated by technical support.